Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were in a car accident and had a CT scan. Patient stated their neurologist wanted them to do an MRI of their head, but patient did not know if that was a possibility if they could isolate their head to have a head scan that was safe or not. Patient mentioned they had the old leads from back in 2011 still implanted and they were told they could not do a full body MRI. Agent walked patient through entering MRI mode and patient confirmed they were head only eligible. Patient said they had not been using the device that much because they were scared to turn stimulation on after the accident even though they could have used it the whole time, but when they went to charge, the charging was acting a little weird and didn't want to charge. Patient stated that issue began around the 17th, and stated this happened one other time before when they had swelling from an injection. Patient stated they charge quality was poor and would disconnect a lot unless they lay perfectly still. Agent reviewed for patient to try charging again once swelling had gone down and redirected patient to doctor for further examination.